Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Investigation code: b15, b18, b20. Continued h.6. Invest. Conclusions code: d1101. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they injected a patient with 2mls of juvéderm® volite¿ in the cheek. There was later blanching seen in a 2x2cm patch on the lower left cheek starting an hour later that remained 4 hours post treatment. There was a sluggish capillary refill of 5+seconds. The healthcare professional believed it was the numbing in the filler while another healthcare professional believed it to be a vascular occlusion and had 15500iu of hylase injected to dissolve the filler. Following dissolution, improvement was seen in the color of patient's skin as the color returned and capillary refill improved to three seconds. Symptoms resolved on the same day, but patient is still being monitored.